Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, no complications were reported during the procedure. During the two and six week follow up medical appointments, no problems or complaints were reported. On (B)(6) 2012, the patient reported lower abdominal pain. However, the physician could not get any of the pain except for the lower back to palpate. The patient was referred to another physician where an x-ray of the lumbar and thoracic back was performed. No erosion was observed. The patient did not attend a follow up appointment scheduled in (B)(6) 2012. All other information is unknown and unavailable.